Event description:
It was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: b5. Describe event or problem: it was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. In addition, excess labels were observed on tubes. There was no health impact or consequence reported. Investigation summary: the batch history record review for batch 4213645 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and there were other complaints on batch 4213645. Retention samples (100) were inspected. There was no label defects observed. For further investigation, five samples were incubated at 20-25 degrees celsius and 5 samples were incubated at 33-37 degrees celsius. At seven days, there was no growth observed. Three photos of batch 4213645 exp 2026-01-28 showing contaminated and double labeled tubes. No returns were received for this batch. Batch 4213645 can be confirmed for contamination and excess labels. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for the listed defects.

Event description:
It was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. In addition, excess labels were observed on tubes. There was no health impact or consequence reported.